Manufacturer narrative:
The lead was disposed of by the hospital staff and will not be returned to boston scientific's post market quality assurance for analysis.

Event description:
Boston scientific crm received information that this local representative contacted technical services in (B)(6) 2009 to report that all lead diagnostic measurements from the last in-clinic follow-up in (B)(6) 2009 were normal. In (B)(6) 2009, the left ventricular (lv) pacing impedance measurement was recorded at greater than 2000 ohms. Prior to that measurement, the lv pacing impedance measurements were in the 800-900 ohm range. At that time, the lv configuration had been programmed to lv (tip) to lv (ring). The pacing thresholds have now changed from 0.8 volts at 1.0 ms to no capture. Technical services was informed that the lv pacing configuration was reprogrammed to lv (tip) to rv (coil). Subsequently, the pacing impedance was 392 ohms and the pacing threshold was 0.4 volts at 1.0 ms. Technical services confirmed that all other lead diagnostic measurements were normal following reprogramming of the lv lead. Subsequently, boston scientific crm received information that this lead was explanted due to lead fracture in (B)(6) 2010.